Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/perforation (fallopian tube(s)),") in a 33-year-old female patient who had essure (batch no. B97496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity"). On 28(B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea cramping),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent partial hysterectomy, bilateral salpingectomy - robotic with operative laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, depression, anxiety and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfujly occluded menarche age was 12. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as essure confirmation test conducted: no, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity, psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping). Lot number added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/perforation (fallopian tube(s)),") in a 33-year-old female patient who had essure (batch no. B97496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 days after insertion of essure, the patient experienced hypersensitivity ("allergic or hypersensitivity"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea cramping),"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent partial hysterectomy, bilateral salpingectomy - robotic with operative laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menstrual disorder, dysmenorrhoea, depression, anxiety, hypersensitivity, dyspareunia and alopecia outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfujly occluded menarche age was 12. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-nov-2018: plaintiff fact sheet was received and the following information was provided: patient¿s height was provided; dyspareunia and hair loss were added as event; mental anguish and depression onset date updated to (B)(6) 2015; pelvic pain and heavy bleeding (vaginal, menorrhagia) stopped shortly after removal. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/perforation (fallopian tube(s)),") in a 33-year-old female patient who had essure (batch no. B97496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". On (B)(6) 2014, the patient had essure inserted. In (B)(6) , the patient experienced hypersensitivity ("allergic or hypersensitivity"). On (B)(6) 2017, 2 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea cramping),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) , the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent partial hysterectomy, bilateral salpingectomy - robotic with operative laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, depression, anxiety and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Menarche age was 12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes/perforation (fallopian tube(s)),') in a (B)(6) female patient who had essure (batch no. B97496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity"), 4 days after insertion of essure. On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea cramping),"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent partial hysterectomy, bilateral salpingectomy - robotic with operative laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menstrual disorder, dysmenorrhoea, depression, anxiety, dyspareunia and alopecia outcome was unknown and the menorrhagia, vaginal haemorrhage and hypersensitivity had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfujly occluded. Diagnostic results: menarche age was 12. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Added outcome for event hypersensitivity to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent partial hysterectomy). At the time of the report, the fallopian tube perforation and menstrual disorder outcome was unknown. The reporter considered fallopian tube perforation and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.